Event description:
A doctor reported following a glaucoma filtration device implant procedure, the shunt touched to the iris. The device remains implanted and there is no harm to the patient.

Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The sample is not returned as no harm was caused by this problem to the patient and the shunt has remained in the eye. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to approved release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. The surgeon was unwilling to provide further information. The manufacturer internal reference number is: (B)(4).